Manufacturer narrative:
Date of event: unknown. Lot number is unknown as it was not provided. A complete unique identifier (UDI) number unknown as product lot number was not provided. Expiration date is unknown as lot number was not provided. Email is unknown as it was not provided. Manufacturer date is unknown as lot number was not provided. Device evaluation: the lot number for opo73 fusion dual pump pack was not provided and was discarded by the clinical center. Therefore, no evaluation could be performed. Therefore, no testing could be performed. The reported event cannot be confirmed. Manufacturing records review: the lot number was not reported and cannot be obtained. Therefore, complaint history review cannot be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, it was reported a patient experienced a corneal burn. The corneal burn required multiple sutures to seal the 2.4 incision. A brief description from the surgery center indicated the event occurred when the irrigation phaco tubing port came off the phaco handpiece and caused a corneal burn. Through follow up, a johnson & johnson phaco representative reviewed the case with the surgery center and found the lure from the tubing assembly was not correctly connected. The tubing was discarded from the surgery center.